Event description:
Reported due to pt death. User facility mandatory medwatch received which states, "cardiac cath in 2004 with perclose closure of right femoral artery. 3 days later, pt. Felt fatigued, chills and temps 102 +/-. Went to another hosp. Where blood cultures were + mrsa. No pus from right groin. No increase pain, no problematic IV sites. Tee at outside facility showed no vegetation, calcified aortic valve and good lv function. 7 days later exploration and debridement artery repair and removal of perclose device, abscess drainage. The following day - pt expired." Upon further query with the customer, the following info was received. 8 days ago, the physician attempted closure of an arteriotomy site after a diagnostic procedure with the perclose proglide device. The procedure was performed via the right common femoral artery and was described as being uneventful. 3 days ago, the pt presented to another hospital with complaints of fatigue, generalized weakness, chills and a temperature of 102 degrees fahrenheit. Lab work was obtained and was significant for an increase in blood urea nitrogen (bun) and creatinine. The right groin was negative for drainage and pain. A transesophageal echocardiogram (tee) was also performed. It is unk whether the pt was discharged to home or admitted to the hospital. 3 days ago the pt was admitted back to the original hospital where the catheterization had been performed. The following day assessment of the right groin was positive for "a small hematoma with ecchymosis and good pulses." The pt was brought to surgery for an exploration of the right groin and found to have "an abscess which contained thirty (30) to forty (40) cc's of pus." Debridement of the right groin was performed as wekk as a femoral artery repair. Blood and wound cultures were obtained and both were positive for methicillian resistant staphylococcus aureus (mrsa). The pt was placed on intravenous vancomycin, gentamycin and rafampin for the treatment of mrsa. During the course of the hospital stay, the pt was also diagnosed with renal failure. The following day, the pt expired while in the hospital. The exact cause of death was not provided. Although requested, no additional info was available.